Event description:
Ge healthcare, aka ge medical, optima xr220amx portable x-ray machines. Multiple problems, multiple machines four and multiple dates. On (B)(6) 2012, short circuit in device causing user interface screen to bubble and requiring ge to replace screen and power supply. Multiple user interface lock ups since product was put into use on (B)(6) 2012. These lock ups require user to reboot system before pt images can be acquired. On (B)(6) 2012, drive wheel fell off of axle. The side cover was the only thing that kept wheel from fully falling off. Ge replaced wheel and cover and found hardware to not be tightened. On (B)(6) 2012, power plug sparking internally. Ge found wires to be loose inside of power plug. On (B)(6) 2012, another machine power plug sparking internally. Ge found wires to be loose inside of power plug. On (B)(6) 2012, screen turning pink, unable to use. Ge found charger plug appeared to have electrically vaporized internally from poor wiring connection and replaced power cord plug, top level assembly, and grid assembly.